Event description:
It was reported that, "upon impaction, insertion handle became dislodged from insertion/impaction tip. Wire threads inside tip were stripped. Insertion/impaction tip are no longer usable."

Manufacturer narrative:
Evaluation summary: the result of this investigation indicates that edge of hole that captures the helicoil of the constrained liner impactor tip chipped from an overload condition during removal of the mating trident cup impactor/positioner handle. It was also learned that if a partially engaged mating trident cup impactor/positioner handle is pulled it will cause the helicoil insert to be pulled out of the threaded hole.